Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that he has had issues with his insulin pump. The physician advised customer to stop using the insulin pump for a year or so. The customer reported a hospitalization due to high blood glucose. Customer was hospitalized due to high blood glucose. Customer experienced nausea and thirst. The blood glucose reading was over 600 mg/dl. Customer had uncontrollable high blood glucose. Customer was vomiting and thirsty. Customer reported two incidents of high blood glucose hospitalizations. Customer stated that he treated with manual injections. The blood glucose would go down to 400 mg/dl; then increased to 600 mg/dl. Nothing further reported.